Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure. When initialized in a mini console the mtm immediately triggered the fault. It was determined that the slip ring was the problem. The slip ring will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced repeated system errors 25521 and couldn't recover from the errors. The errors pointed to the right master tool manipulator (mtm). The intuitive surgical, inc. (Isi)technical support instructed the customer to power down the system and the surgeon side console (ssc) but once again the issue persisted. The surgeon decided to convert to laparoscopic surgical techniques to complete the procedure. It was confirmed there was no patient harm, and the procedure was completed with no further issues reported. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. To resolve the issue, the fse replaced the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc.